Event description:
On (B)(6) 2020, resident read as positive on point of care routine test. Second point of care test immediately read negative. Third swab sent to external lab for confirmation. Resident under appropriate precautions prior to testing, had not left her room in weeks, no staff at her neighborhood are positive, she has been asymptomatic throughout. Pcr test result received (B)(6), resident is covid negative. Conclusion, false positive point of care test. FDA safety report ID# (B)(4).